Manufacturer narrative:
The field service engineer (fse) confirmed diluent leaked from a worn lower sheath tubing to the flow cell. The fse replaced the tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the worn lower sheath tubing is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported fluid leaked under the flow cell during patient samples analysis and obtained diff vote-out messages involving the coulter lh 750 hematology analyzer. The fluid was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.